Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years and 10 months post implant of this bioprosthetic valve, the valve was explanted and replaced with a non-medtronic valve due to a torn leaflet and regurgitation of the bioprosthetic valve. No additional adverse patient effects were reported.